Event description:
It was further reported that the stent thrombosis of the 2.5x20mm stent placed in the left anterior descending artery was the primary cause of death.

Event description:
Same case as MDR ID #2134265-2014-00312 & 2134265-2014-00311. (B)(4) clinical study. It was reported that post a stenting treatment procedure, the patient expired. In october 2010 the patient presented with stable angina and cardiac catheterization was recommended. A 99% stenosed and 15mm long de-novo target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 2.5mm. The target lesion was treated with direct stent placement of a 2.5x20mm taxus liberte stent, resulting in 0% residual stenosis. A 70% stenosed and 11mm long de-novo 2nd target lesion was located in the 2nd right posterolateral branch artery with a reference vessel diameter of 2.5mm. The 2nd target lesion was treated with pre-dilation and placement of a 2.5x16mm taxus liberte stent, resulting in 0% residual stenosis. A 80% stenosed and 15mm long 3rd target lesion was located in the distal right coronary artery with a reference vessel diameter of 2.5mm. The 3rd target lesion was treated with direct stent placement using a 2.75x20mm taxus liberte stent, resulting in 0% residual stenosis. The same day the patient was discharged on aspirin and prasugrel. January 2014, the patient presented with severe retrosternal pain and electrocardiography revealed hyper acute st-segment elevation and the patient was diagnosed with st elevation myocardial infarction and was hospitalized on the same day. Coronary angiography revealed in-stent restenosis of the 2.5x20mm taxus liberte stent in the proximal left anterior descending artery. Coronary angiography also revealed 80% mid stenosis and distal in stent-restenosis of the 2.75x20mm taxus liberte stent in the distal right coronary artery. The in-stent restenosis in the proximal, mid and distal left anterior artery was treated with aspiration thrombectomy followed by 2.5x20mm non bsc balloon angioplasty, resulting in 0% residual stenosis. The in-stent restenosis in the distal right coronary artery extending into the posterior left ventricle was treated with aspiration thrombectomy followed by 3.0x20mm non bsc balloon angioplasty, resulting in 0% residual stenosis. The 80% stenosis in mid right coronary artery was treated with 3.0x20mm non bsc balloon inflation, resulting 0% residual stenosis. Seven days later the patient expired, an autopsy was not performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).